Event description:
After four days of iab therapy, a gas leak alarm sounded. Water and blood was noted in the tubing, the iabp was placed in standby mode, tubing was clamped and the iab was removed and not replaced. No pt injury or further complications were reported.